Event description:
It was reported that a fiber was found floating inside a small volume intermate. This was noted before use. The device was filled with tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 15a006 was manufactured between january 7, 2015 and january 8, 2015. The affected device was received for evaluation. Visual inspection was performed and a floating fiber was observed in the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.